Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to perform several checks and cleaning procedures, but the customer was unable to successfully load a cartridge. As a result, the issue was escalated for further troubleshooting by csa.